Event description:
The customer observed numerous occurrences of architect havab-m gray zone patient results when reagent lot 93794hn00 was in use, however, the customer did not observe an increase in (B)(6) quality control results. Review of the customer's analyzer logs revealed the customer was mixing lots of reagents and calibrators against the recommendations of the architect havab-m product information letter for mixing "q" lots and "hn" lots. The customer stated they thought all the "q" designated calibrator lots had been discarded. The customer provided one example of the gray zone patient results as follows: (B)(6). Repeat testing of the sample with reagent lot 01328l100 generated a non-reactive result around (B)(6) which was reported out of the lab. The customer's increase of gray zone patient results was resolved with the new lot of architect havab-m reagent. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical device: architect i1000sr analyzer, list # 1l86-01, serial # (B)(4). Results: cross contamination was identified as a potential cause. (B)(4). An adverse trend in us customer complaints for architect havab-igm assay ((B)(4)) regarding higher than usual grayzone/reactive (gz/r) results rate was detected on (B)(6) 2009. The investigation revealed the most probable cause for the increase rate of gz/r results is the (B)(4) which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/reactive results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all (B)(6) samples.